Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. It was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and the excessive no delivery tests due to no button response. Device had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value at the time of the alarm was between 61 and 68 mg/dl. Current reading was 58 mg/dl; she treated with food. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.